Event description:
Information received from the field does not address the patient's clinical status but notes measured battery data of 2.70v, 8ua, and <1 kohms. At a follow-up one year previous, the measured battery data was 2.63v, 12ua, and 6 kohms. Dashes (---) were noted for some parameters. The device was subsequently replaced.